Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.